Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The tracheal intubation fiberscope was returned to the service center with a report of water leakage. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, indication on connecting tube was unclear, and connecting tube had coating peeling of 1mm2 or more, were found. There was no patient involvement.